Event description:
Additionally, hcp reported that the event completely resolved. Hcp added that the patient did not present necrosis in the affected site. Up to date, the patient only has a slight hyperpigmentation in the base of the nasolabial fold. There was a good evolution.

Manufacturer narrative:
Additional data: b.5.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. (B)(4). The event of "whitening, purple areas in the nasolabial area and the point of the nose" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that the patient was injected in the nasolabial fold with 0,3 ml of juvéderm® voluma¿ with lidocaine. Previous aspiration was performed without showing blood in the syringe. This was the 2nd use of the syringe. Patient was taking noctamid® concomitantly. ¿botulinum toxin¿ and ¿ha fillers in the lips¿ were noted as pre-treatments. The manufacturer of the "ha fillers" is unknown. The event was assessed as not related to the "ha fillers". On the same day patient presented ¿whitening, purple areas in the nasolabial area and the point of the nose.¿ the patient was treated with massage, local heath, and hyaluronidase. Treatment was reported as necessary to hasten resolution and prevent permanent damage. Necrosis was the permanent damage trying to prevent. The event is ongoing.